Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. During troubleshooting, tandem technical support was unable to find the location of the identifiable blockage. The customer's blood glucose was 170 mg/dl.